Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a cut on the pink probe and there was missing adhesive on the light guide bundle cover. Additionally, the objective lens was chipped, the light guide lens was damaged, and the forceps passage was punctured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the cut on the pink probe, missing adhesive on the light guide bundle cover, punctured forceps passage, and damaged objective and light guide lens occurred due to a stress and degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.